Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube assembly and hemostasis sheath mated with the arteriotomy locator. The sample was subjected to visual analysis. The carrier tube assembly was returned separately, and the locking mechanism was in forward lock position. The locator and hemostasis sheath were inspected, and no damage was identified to either component. Both the sheath and locator were mated properly upon receipt. The transition between the locator and sheath was subjected to microscopic observation and appeared normal without damage. Dimensional testing was performed. Dimensions were taken of the sheath. The od of the sheath was found to be 0.115" which was within specification of 0.114" +/- 0.005". The ID of the sheath was found to be 0.094" which was within specification of 0.094" +/- 0.005". All measurements were within the manufacturer's specifications. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause could be related to the presence of scar tissue at the access site causing resistance for advancing. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the physician met resistance while entering the common femoral artery (cfa). He believed it was associated with too large of a transition between the arteriotomy locator and the angio-seal (as) sheath. The patient was stable, and the procedure was successful. Additional information was received on 04nov2021. The type of procedure being performed was a diagnostic neuro using a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.